Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device (age of device:1 year, 3 months). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for concerns of sepsis with leukocytosis and hyptoension. The account communicated that the patient's mean arterial pressure (map) was 50 measured via doppler. During admission the patient had an artline placed. The patient was given vancomycin, cefepime and flagyl as parenteral antibiotics. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. Multiple requests for additional information were requested; however, no additional information was received. The patient remained ongoing on vad support until (B)(6) 2019 when they received a transplant. Localized infection, right heart failure, driveline infection, sepsis, and pump pocket or pseudo pocked infection are listed in the heartmate 3 instruction for use as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the IFU, including the caring for the driveline exit site and controlling infection sections. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On 06feb2019, it was reported that the patient received a transplant on (B)(6) 2019 due to severe right ventricular dysfunction and persistant reoccurring right ventricular failure. The account reported the device operated as expected at the time of the transplant.